Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (b)(4/) event occurred in eygpt on (B)(6) 2024, the patient reported the event of infusion set cannula bent. The infuson se t had been used for 2 days. The event ocuured on 2nd day after insertion. The insertion site was at lower back. The blood glucose level was 300 mg/dl at the time of event. Therefore, the patient was treated with insuline pen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.